Event description:
It was reported that the core impaction drill heated up during a case. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly widespread corrosion was discovered.